Manufacturer narrative:
Investigation ¿ evaluation: a review of the complaint history, device history record, documentation, drawing, instructions for use (IFU), manufacturing instructions, quality control, specifications, and a visual inspection/ dimensional verification/functional test of the returned device were conducted during the investigation. Customer returned one 8.5fr mac-loc catheter in a used condition. Some biomatter was visible on the exterior of the device at the midpoint, however this may have been from handling. The distal end of the catheter appeared clean. The device was returned with the mac-loc in the unlocked position. No surface damage was noted on the device. The catheter shaft outer diameter, connector cap inner diameter, mac-loc hub distal inner diameter, and the number of adapter threads showing between the hub and cap were all found to be within manufacturing specifications. A leak test was conducted and confirmed the presence of a leak between the catheter tubing and connector cap. A tug and twist test revealed that the proximal assembly was secure. The connector cap was removed, revealing a suture string wound in the cap. The catheter tubing flare appeared damaged and part of it appears to have been sheared off in the threads. Additionally, the flare was noted to have a lip and the diameter was larger than cook's specifications. However, due to the compression of the flare in the cap or potential damage upon removal, it cannot be confirmed whether the flare was manufactured out of specification. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. However, appropriate measures have been initiated to address this failure mode. The appropriate personnel have been notified, and this failure mode will continue to be trended. Per the quality engineering risk assessment, no further action is required.

Event description:
No new event description information to report at this time.

Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an ultrathane mac-loc locking loop multipurpose drainage catheter was found to be leaking at the joint following an abdominal cavity drainage procedure. Additionally, the physician was reported to have visually observed this leakage three hours after its successful placement. The device was removed and a new like device was used.